Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device alarmed no delivery during motor error troubleshooting. Customer stated they were changing infusion set and got a no delivery alarm. During troubleshooting the customer stated the insulin did not exit. Customer connected a new infusion set and insulin did not exit the tubing. Customer stated they have a new reservoir, advised to manually push plunger. Customer stated the pump alarmed no delivery with manual prime. Advised customer changing the reservoir resolved the issue. Assisted customer with resolving no delivery, customer agreed to return reservoir and will send out replacement. The customer's blood glucose was 177mg/dl.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.